Event description:
Reporter indicated the pt's mother "is very concerned about her vns malfunctioning." Good faith attempts to obtain additional info are being made, but are unsuccessful to date.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.